Event description:
As reported by the sales rep per the user facility: pencan spinal needle broke at hub while in the patients back. Needle was able to be retrieved without additional surgery. Additional information provided by the facility indicated the needle fragment was retrieved without incident and the patient suffered no adverse sequela associated with this incident. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device in the incident was not made available for the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. Incidents of this nature are generally due to the cannula encountering some type of trauma (bone contact), which stressed the part beyond its intended design capabilities. However, no specific conclusions can be drawn.